Manufacturer narrative:
(B)(4). Correction to additional information: additional information was requested and the following was obtained: it was reported that a foreign matter was observed on the device when it was going to be used. For clarification, was the foreign matter observed when as the packaging was opened? No information. Or, was the foreign matter observed after the device was loaded and prepared for use? No information. Additionally, was the sr75 being returned also observed to have foreign matter in the packaging? No information. Or, was the foreign matter observed as the sr75 was being prepared for use with the ntlc75 device? No information. Additional response received: the sales rep informed us that the foreign matter was identified as a part of ntlc75.

Manufacturer narrative:
(B)(4). Batch # n53a0c. Additional information was requested and the following was obtained: the foreign matter was identified as part of the ntlc75. The analysis found that one ntlc75 device was returned in good visual condition and with cartridge reload loaded on the device. The cartridge reload was unfired and had the swing tab in the unlocked position. After further inspection, it was noted that the right bearing was missing. No damage to the saddle pin was noted. No functional test was performed. While no conclusion could be reached as to how the bearing became detached, it should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during an unknown procedure, a foreign matter was found when the device was going to be used. The device was not used for patient. Another device was used to complete the case. There were no adverse consequences to the patient.